Manufacturer narrative:
A field service engineer (fse) went on-site 07/11/2011 and found that the leak was not an issue any longer and may have been caused by poor alignment. Fse adjusted the probe to the proper distance in sleeve. This resolved the issue and the instrument is operational. The bec internal identifier for this event is (B)(6).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a cartridge chemistry (cc) sample probe leak in the unicel dxc 600 pro synchron clinical system. The customer was not sure what type of fluid was leaking. The customer stated that they were wearing their personal protective equipment when they discovered the leak. No injuries occurred and no samples were affected by this issue. Per customer, they have been using their backup instrument to run their samples.